Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection. No lot release records were reviewed, as the product lot number was not provided.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The mother reported that the customer experienced pain while wearing the pod. Upon examination, a burn was noticed with characteristics of second degree burn, swelling, skin erosion and crusty skin. The patient was taken to see her physician, was diagnosed with cellulitis, and prescribed cortisone.